Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The back-up battery was replaced to resolve the issue.

Event description:
The hospital reported the unit stopped ventilating during a power failure while under battery power. The patient was switched to manual ventilation. There was no report of patient injury.